Manufacturer narrative:
Eval summary: cause of loosening of the locking screw could not be determined due to insufficient info. No product or x-rays were returned for eval. No lot number was provided; therefore, mfg records could not be reviewed.

Event description:
It is reported that the pt underwent bi-lateral knee replacement in 2004. Approx 2 yrs post-op, in 2006, the pt woke up and his right knee had locked up in the bent position and it could not be straightened. X-rays revealed that a broken screw was floating in the knee space. The surgeon felt that the screw had loosened and backed out and eventually migrated to the top part of the knee cavity. Three weeks after the right knee failed, a revision surgery occurred where the surgeon used the same type of prosthesis and changed out the bottom half and used a thicker spacer. The surgeon noted that there was a chunk missing out of the backing on the patella. Exact date of revision surgery is unk.